Manufacturer narrative:
Updated impact code from f1901 to f2301.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman flx pro laa closure device & delivery system (wds) were selected for use. Transseptal was attempted four times, as the doctor could not advance the sheath across the septum. A 27mm wds was partially recaptured four times before it was removed and a 31mm device was implanted successfully. Post implant effusion was checked with intracardiac echo (ice) and no effusion was noted. Prior to discharge the patient blood pressure was low and heart rate was high. The physician observed a pericardial effusion. A pericardial tap was performed, and the patient was sent to the intensive care unit for recovery. There were no further complications.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman flx pro laa closure device & delivery system (wds) were selected for use. Transseptal was attempted four times, as the doctor could not advance the sheath across the septum. A 27mm wds was partially recaptured four times before it was removed and a 31mm device was implanted successfully. Post implant effusion was checked with intracardiac echo (ice) and no effusion was noted. Prior to discharge the patient blood pressure was low and heart rate was high. The physician observed a pericardial effusion. A pericardial tap was performed, and the patient was sent to the intensive care unit for recovery. There were no further complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0038037945. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion, hypotension and arrhythmia (tachycardia) (additional device, hospitalization and imaging required, intensive care). Risk review a risk review was completed and confirmed that the events of pericardial effusion, hypotension and arrhythmia (tachycardia) were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman flx pro laa closure device & delivery system (wds) were selected for use. Transseptal was attempted four times, as the doctor could not advance the sheath across the septum. A 27mm wds was partially recaptured four times before it was removed and a 31mm device was implanted successfully. Post implant effusion was checked with intracardiac echo (ice) and no effusion was noted. Prior to discharge the patient blood pressure was low and heart rate was high. The physician observed a pericardial effusion. A pericardial tap was performed, and the patient was sent to the intensive care unit for recovery. There were no further complications.